Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
After (B)(6)2015 the child_s hearing performance with the device became gradually worse. Hearing with the device before that was good, per parent report. There was no report of trauma. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After (B)(6) 2015 the child's hearing performance with the device became gradually worse. There was no report of trauma. The patient was re-implanted on (B)(6) 2017.